Manufacturer narrative:
The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the valve calcification is unknown; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Event description:
As reported by edwards implant patient registry (ipr), approximately 5 years 10 months 12 days post off-label transcatheter valve replacement procedure with a 20 mm sapien 3 valve in the pulmonic position, the valve was explanted and a new surgical valve was implanted. Additional information received via medical records revealed approximately 5 years 10 months 11 days post transcatheter valve replacement procedure, the patient reported symptoms of increasing fatigue and exercise intolerance. There was a rv to pa conduit in which the 20 mm sapien 3 valve was implanted in. Further assessment revealed calcification projecting at the conduit proximal to the stent. The flow acceleration across the valve and conduit had a combined peak systolic gradient of approximately 60 mmhg with trivial sapien 3 valve regurgitation. Subsequently, approximately a day later, the patient underwent the explant procedure in which the rv to pa conduit and 20 mm sapien 3 valve were explanted along with the stent. A new conduit was then implanted followed by implantation of a surgical valve inside the conduit. It was noted that there was a dense adhesion between the heart and the surrounding mediastinal structures. There was a non-edwards device membrane, which was found over the previously placed conduit, but not over the entire heart. It was heavily calcified and the conduit in the region of the sapien 3 valve was growing into the left chest wall causing an asymmetric deformity of the chest wall that was evident on gross visual inspection of the patient's chest. Pathology was performed on the explanted devices. Results indicate the conduit was extremely firm and calcified. In addition, the 20 mm sapien 3 valve was noted with firm, fibrotic leaflets with occasional firm calcified vegetations.